Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum error. We were informed that the unit was swapped to continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum error. We were informed that the unit was swapped to continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the vacuum error and was not able to duplicate the issue. The stm replaced the drive assembly as a preventive measure. Subsequently, the stm completed preventive maintenance (pm). A full calibration and functional check has been performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum error. We were informed that the unit was swapped to continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.